Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No prime fill anomaly was noted. The pump was received with a broken reservoir tube lip, missing o-ring on the reservoir tube, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that she was unable to exit the preparing to prime loop. Customer's blood glucose level was 170 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.